Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with five infusion sets on (B)(6) 2026. The infusion set cannula was kinked. The patient noticed symptoms after three hours of insertion. The infusion set was in use for 25 hours. The insertion site was abdomen. The blood glucose (bg) was high with specific value unknown and treated it with correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 1 of 5.